Manufacturer narrative:
Device could not be evaluated since it was not returned to the manufacturer. No further information is available. The device was sterilized by eto in a cycle with a sal of a log of 10 to -6 that was validated per en 550. Pre-sterilization bioburden is typically less than 10 cfu, therefore, the sal is actually a log of 10 to -10 or better. The lot records were examined and no irregularities were found in either the production record or the sterilization record. The manufacturer is confident that the device was sterile when supplied in an undamaged package.

Event description:
Dr. Operated on a man with a recurrent esophageal diaphragmatic hernia. He repaired the diaphragm defect laparoscopically and covered the repair with 7 by 10 cm. Surgisis phr mesh. About 2 weeks postoperatively, the patient developed left pleuritic pain and fever. A chest x-ray and cat revealed a large effusion in the left chest and apparently no intra-abdominal abscess. The mediastinum was negative. No recurrence of the hernia. Contrast swallow revealed an intact esophagus with no leakage. Esophagoscopy and gastroscopy revealed a "pristine" esophagus and stomach. He tried to re-laparoscope the abdominal cavity, but there were too many adhesions to be able to visualize the hiatal mesh. Left chest tube drainage was serious in nature. But, because of the persistence of the fluid, dr did a formal left thoracotomy with decortication and tube drainage. Cultures at the time of this operation revealed, "strept milleri". The patient is improving and eating and the infection is under control. Dr. Feels that this is a significant postoperative problem.